Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The optic was cracked on the anterior and posterior surface (possibly by an instrument). The optical resolution was acceptable with a focal length reading equaling a 19.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports performing a lens exchange due to the patient being unhappy with his results following unilateral intraocular lens implant surgery. Follow-up information provided by the surgeon re-confirmed the patient was not adjusting and unhappy with his vision.